Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed 1 opening assessed as fold flow opening.

Event description:
Healthcare professional reported "rupture". This record is for a right side. Device was explanted.

Event description:
Device was explanted.

Event description:
Healthcare professional reported "rupture". This record is for a right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.